Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed artefacts on the farfield channel as well as on the ventricular channel leading to oversensing as reported in the complaint text. Furthermore the pacing impedance trend curve demonstrated a curve progression around 200 ohms from (B)(6) 2017 to (B)(6) 2018 with values less than 200 ohms since (B)(6) 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 50 months after the implantation oversensing with inappropriate detection was noted. X-ray revealed a probable conductor fracture in clavicular area. This lead was capped and a new lead was implanted.